Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the ambulance was called. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated that they were off the insulin pump due to lost insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with intermittent act button response due to flattened act button dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained address number label.